Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 400's (mg/dl), 250 mg/dl, and 100 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.